Event description:
A caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using cold, novolog insulin and was skipping the air removal step when filling the cartridge. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and that insulin should be at room temperature before filling a cartridge per user guide and educated customer to perform the air removal step when filling the cartridge. Customer changed cartridge and infusion set to address the issue.